Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to shorted u13 cmos microcontroller. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The pt received a replacement battery charger/modem.

Event description:
While investigating a (B)(6) female pt's battery charger/modem for an unrelated issue, a reportable problem was discovered. The battery charger/modem was unable to recognize a battery pack.